Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 9 months. The replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that momentary low speed events with pump stoppages while connected to the power module were observed in clinic. The patient experienced symptoms of being light-headed during these events. The patient was stable on battery power. Submitted log files confirmed the pump stoppages and x-rays were found to be unremarkable. On (B)(6) 2015, the manufacturer's technical services representatives performed a driveline evaluation. No open wires were found while performing phase interrupter tests. The external portion of the driveline was palpated while the patient was tethered on a grounded power module patient cable and a red heart alarm / pump stop event was reproduced while palpating approximately 5 inches from the exit site. On (B)(6) 2015, an external percutaneous lead replacement was performed approximately 2 inches from the exit site; however, approximately one week later, the patient experienced another pump stoppage. The patient was listed as status 1a for transplant and an ungrounded (modified) power module patient cable was provided to the patient for use when connecting to the power module.

Manufacturer narrative:
The report of low speed and pump stop events was confirmed based on the evaluation of the returned pump. The pump was returned with the driveline cut approximately 1.5 inches from the pump housing, and the severed portion of the driveline measuring approximately 33 inches. Continuity testing was performed on the pump-end portion of the driveline and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed from the pump-end portion of the driveline and examination of the underlying wires revealed no anomalies. Electrical continuity testing of the returned 33 inch portion of the driveline did not reveal a discontinuity in the black wire. Examination of the shielding and bionate revealed a slice in the bionate and shielding, approximately 31 inches from the metal/controller connector. The shielding and bionate were removed, and examination of the underlying wires in the area of the slice revealed a completely severed black wire, and damage in the insulation of the five remaining wires. The damage to the wires appeared to be the result of mechanical damage, likely due to the observed slice in the bionate and shielding; however, a specific cause for the damage and an exact time it occurred could not be conclusively determined. Further examination of the 33¿ portion of the driveline revealed a disruption in the insulation of the green wire approximately 22.5 inches from metal/controller connector. The conductors of this wire were exposed. The disruption appeared to be the result of repetitive flexing of the driveline in this area. The disruption in the green wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. If present while the pump was supporting the patient, the observed mechanical damage to the all of the wires would have interrupted function as a result of a phase to phase short if the exposed conductors from both wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient underwent a transplant on (B)(6) 2015.